Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. The customer stated that the pump screen was blank and she could not get the device respond via any numbers to give herself a bolus. The customer's blood glucose was 60 mg/dl. The customer ate to help with her blood glucose. The customer had eaten a full breakfast and her number when up to 334 mg/dl. The customer called to get assistance on how bolus and she felt the pump was not working properly. The customer was assisted on how to bolus. The customer disconnected the call during the process of troubleshooting.